Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® c&s preservative urine tube, that they are not filling properly when pulling from the foley catheter. There was no report of injury or further medical intervention.

Event description:
It was reported that during use of the bd vacutainer® c&s preservative urine tube, that they are not filling properly when pulling from the foley catheter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Evaluation and testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. A CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that during use of the bd vacutainer® c&s preservative urine tube, that they are not filling properly when pulling from the foley catheter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields.